Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter: occupation is patient/consumer (patient's wife).

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs serial number (B)(4) compared to a doctor's office coaguchek xs meter. For each meter test, the patient used a new finger. The patient's doctor believed the office meter to be correct. At 12:17, the patient's inr result on the patient's meter was 2.0 inr. At 12:20, the patient's inr result on the patient's meter was 1.5 inr. At 13:00, the patient's inr result on the doctor's office meter was 2.0 inr. At 13:30, the patient's inr result on the patient's meter was 1.9 inr. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is weekly.